Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13312. It was reported that the burr and the rotawire became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During platforming, it was noted that the tip portion of the burr was detached midway and subsequently, the rotawire became fractured. The procedure was completed with another of the same burr and another of the same rotawire. The procedure was completed with another of the same rotaburr and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was not fractured. The device body had numerous kinks and the distal tip was slightly stretched with the solder weld missing. Overall length and the outer diameter of the distal tip could not be performed due to the distal tip that was slightly stretched. Outer diameter of the middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13312. It was reported that the burr and the rotawire became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During platforming, it was noted that the tip portion of the burr was detached midway and subsequently, the rotawire became fractured. The procedure was completed with another of the same burr and another of the same rotawire. The procedure was completed with another of the same rotaburr and rotawire. No patient complications were reported and the patient's status was good.